Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be established, but is potentially product related. The surgeon alleged that this event was caused by the sureform stapler and/or sureform reloads. Per subsequent follow up, the surgeon reported that the sureform 60 green reload was discarded and will not be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the system logs for the procedure date of (B)(6)2021 has been performed and the following was observed: no relevant errors were observed during this procedure. Although most reusable instruments used in the case were used in subsequent procedures, the suction irrigator (part# 480299-06, lot# m10210816-0329) and sureform stapler 60 (part# 480460-09, lot# l90210419-0136) were not used in subsequent procedures. However, a site complaint history review shows no complaints filed against these instruments. A review of the instrument log for the sureform 60 stapler instrument (part# 480460-09, lot# l90210419-0136) associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there are no system logs available for review that show the usage of this instrument. From the tool table, the sureform 60 stapler instrument fired 9 reloads (1 white, 3 green, 5 blue), but the sequence of reload firings and firing results cannot be determined without the system logs available. The system logs do not show any stapler related errors. This event is being reported due to the following conclusion: it was reported that after a da vinci assisted gastric bypass (roux-en-y) procedure that the patient required a secondary operation due to the sureform 60 green reload staple lines coming undone. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci assisted gastric bypass (roux-en-y) the entire left side of the pouch staple line came undone and was open, causing a leak. The surgeon reported that he thinks this has to be due to an issue with the sureform 60 stapler or green reloads because the lines came undone on post-operative day 1. The surgeon said there were no issues or errors during the firing of these staple lines and that the staple lines looked fine during his inspection after firing. The sureform stapler instrument and reloads used during this event were discarded. The surgeon said he reviewed the patient's medical history for relevant information that may have caused or contributed to this event and noted the patient was reportedly a smoker, but the surgeon does not think this contributed since the staple lines came undone one day post-operation. The surgeon said the patient was dry-heaving and vomiting after the da vinci-assisted gastric bypass, but the surgeon said these symptoms would not have caused the staple line coming undone as he has had patients experience these symptoms post-gastric bypass for several years and never had an issue like this before. The surgeon performed a laparoscopic procedure to resolve the staple lines coming undone. During this laparoscopic procedure, the surgeon noticed some staples were ¿crunched-up¿ and lying in the corner of the gastric pouch. A staple line edge was reportedly found broken open ¿with hardly anything holding it together.¿ the surgeon placed sutures to correct the staple lines, but the tissue was not holding the sutures well. The surgeon reported putting a second layer of sutures ultimately correcting the issue. The surgeon reported thinking that the sutures would come undone and the patient would require a third operation, but the patient was discharged home after being hospitalized for seven days.